Event description:
It was reported that this patient experienced lightheadedness. It was noted that this pacemaker exhibited high capture thresholds on the right ventricular (rv) channel. It was noted that many right ventricular automatic thresholds (rvat) tests were run, but there were no alerts indicating that the rvat was suspended. Additionally, the lead safety switch (lss) was triggered due to high out of range pacing impedance. There was no capture on the bipolar programming, but there was capture on the unipolar programming. Additionally, it was noted that several pacemaker mediated tachycardia (pmt) episodes were falsely triggered by sinus tachycardia. Technical services (ts) recommended troubleshooting actions and potential resolution recommendations. The device remains in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this patient experienced lightheadedness. It was noted that this pacemaker exhibited high capture thresholds on the right ventricular (rv) channel. It was noted that many right ventricular automatic thresholds (rvat) tests were run, but there were no alerts indicating that the rvat was suspended. Additionally, the lead safety switch (lss) was triggered due to high out of range pacing impedance. There was no capture on the bipolar programming, but there was capture on the unipolar programming. Additionally, it was noted that several pacemaker mediated tachycardia (pmt) episodes were falsely triggered by sinus tachycardia. The technical services (ts) recommended troubleshooting actions and potential resolution recommendations. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced lightheadedness. It was noted that this pacemaker exhibited high capture thresholds on the right ventricular (rv) channel. It was noted that many right ventricular automatic thresholds (rvat) tests were run, but there were no alerts indicating that the rvat was suspended. Additionally, the lead safety switch (lss) was triggered due to high out of range pacing impedance. There was no capture on the bipolar programming, but there was capture on the unipolar programming. Additionally, it was noted that several pacemaker mediated tachycardia (pmt) episodes were falsely triggered by sinus tachycardia. The technical services (ts) recommended troubleshooting actions and potential resolution recommendations. The device remains in use. No additional adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.